Manufacturer narrative:
The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed the safety cover did not properly activate and the tip of the needle was stuck out from the safety cover. The catheter and catheter hub were completely detached from the component. The catheter portion was not returned, therefore an evaluation could not be performed on the condition of the blood stopper valve. The returned sample revealed no other anomalies or defects. The safety cover of the returned sample was tested for its function by connecting to a catheter hub of a retention sample. This confirmed the safety cover activated normally. Functional testing could not reproduce the reported failure. A review of the manufacturer inspection records was conducted with no relevant findings for the involved lot. A search of the complaint file found no other report with the involved lot. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
The user facility reported that the safety cover did not perform properly. Follow up communication with the user facility reported. After treatment, a health care professional tried to remove the needle from a patient's arm with usual manner; it was reported that the activation of the safety cover appeared to be less smoother than normal; furthermore the blood stopper valve also did not activate properly and it caused the blood to spill; and there was no impact to the patient.